Event description:
The reporter contacted animas on (B)(6) 2012 alleging that after turning the pump off to clear a call service alarm the pump would not power back on. The reporter indicated that the screen was blank and the pump has no power. The patient reportedly has tried using 3 different batteries. There is reportedly no damage to the pump or battery cap. This report is being made based on the allegation that the pump would not power on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2012. The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: the pump powered on with vibratory and audible sounds, the display screen is blank. Removed the pump cover to investigate blank screen; internal moisture was found on the pcb, the display connector and display screen flex . Removed the display screen; inserted a test screen. Pump booted to normal contrast with the test screen. Investigation was completed using the test display screen. The power complaint was verified in the history but could not be duplicated on the bench during the investigation. Power issue observed in the black box on (B)(4) 2012. The battery cap was not returned with the pump. A new test cap was able to secure to the pump with no issues. No damage found the battery compartment. The pump was exercised for 24 hours with test battery cap, no power interruptions occurred during this time.